Event description:
Doctor was attempting to place a luminexx stent 12 x 40 into a pt's superior vena cava and it migrated into the heart and lodged in the right ventricle. The doctor wanted to know how to remove the stent. The pt was in v-tach at the time of reporting. Open heart surgery was performed and the stent was removed. The pt is fine.